Manufacturer narrative:
No device was returned as no product malfunction was suggested. No images were provided to confirm the complaint. Review of the provided information indicates malpositioning of the hardware during the initial placement as the root cause. No additional investigation necessary. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
On (B)(6) 2021 an extreme lateral interbody fixation was performed at l3/5 and a posterior lateral interbody fixation was performed at l5/s. During posterior fixation, mep showed alert on biceps, but the waveform was being confirmed. Postoperatively, there was weakness in the patient's thigh, and the screws at left l5 and s1 were found mispositioned in the radiograph. The screws were revised immediately and reinserted into the appropriate position. The patient has no pain, but has numbness and will continue to be monitored by the physician.